Event description:
It was reported to vyaire medical that the ltv 1200 turned off while in use on patient while on battery power and when plugged in. Furthermore, there was no patient harm associated with the reported event.

Manufacturer narrative:
H10: a third party service technician evaluated the ventilator and found a loss of power on battery mode and plugged in mode. As a resolution, a 10k preventive maintenance was completed.